Event description:
It was reported that the device was not collecting blood. It was replaced with a back-up device. No blood was discarded and no pre-donated blood was required. There were no adverse consequences reported.

Manufacturer narrative:
The device will not be returned to the MFR for eval.